Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed a downstream occlusion calibration. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a upstream occlusion seal buckled. Review of the event history log (ehl) showed error code 41622. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to downstream occlusion sensor. As a result, the the downstream sensor, upstream occlusion seal were repaired. The service history review had no indication that the complaint was related to a service of the device within the review period.